Event description:
On 02-JUL-2026, it was reported that on (b)(6)2026, the user was found deceased. The cause of death, circumstances surrounding the death, and whether the user was actively using the iLet at the time of death could not be determined. No additional clinical information was available.

Manufacturer narrative:
The user was reported deceased on (b)(6)2026. Despite multiple attempts to obtain additional information from the healthcare provider, family, and treating office, the cause of death, medical events preceding death, and circumstances surrounding the event could not be determined. The healthcare provider had previously reported difficulty contacting the patient and noted persistent hyperglycemia and the need for additional education and support before notification of the patient's death. No allegations were made that the iLet caused or contributed to the reported outcome. Engineering review found no malfunction alerts, motor errors, or evidence of inaccurate insulin delivery. Device logs demonstrated that the iLet generated appropriate alerts related to Libre 3+ sensor expiration, sensor replacement, BG Run, high glucose, low insulin, out-of-insulin conditions, infusion set changes, incomplete cartridge loads, and CGM signal loss. The device responded appropriately to the available glucose information and otherwise operated as intended. No device malfunction was identified. Because the cause of death remains unknown and sufficient clinical information could not be obtained despite repeated follow-up attempts, a causal relationship between the iLet and the reported death cannot be confirmed or excluded. Based on the available information, no device malfunction was identified, and the investigation conclusion remains Cause Not Established. If additional information becomes available, a supplemental MDR will be submitted.